Manufacturer narrative:
The events of necrosis, lymphadenopathy, and infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "had dealt with infections, chest wall infection immediately after breast reconstruction, septic, necrosis of the skin, very swollen lymph nodes, major chest pain, pain on the right side. Patient additionally reported "arteries are very small, autoimmune diseases;" these events are not device related. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side "had dealt with infections, chest wall infection immediately after breast reconstruction, septic, necrosis of the skin, very swollen lymph nodes, major chest pain, pain on the right side. Patient additionally reported "arteries are very small, autoimmune diseases;" these events are not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, d.6a, d6b, g.2, h.6. Additional information section d: hcp reported device as "natrelle textured round".

Event description:
Device has been explanted.